Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
It was reported that a medfusion® 3500 syringe pump had a check clutch error and a motor rate error. No patient injury was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that it was "assumed" that the reported error occurred during patient use. The initial reporter stated that no additional information was provided.

Manufacturer narrative:
The reported medfusion¿ syringe infusion pump was returned for investigation. Visual inspection found the device in poor condition with the top case chipped and cracked. A review of the device event history log found that a check clutch and motor error had occurred. Functional testing was performed by conducting flow and occlusion tests on the device. During testing, the reported check clutch error was not able to be duplicated; however, the motor rate error was duplicated during occlusion tests. Investigation determined that the check clutch error was caused by the clutch being released during an infusion. After device repair and recalibration, the device was found to pass all delivery, accuracy and functional tests. (B)(4).